Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device had a single broken piece of bur lodged in the rotor while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device had a single broken piece of bur lodged in the rotor while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.